Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s mother stated that the patient had a skin reaction under the entire patch area which occurred four days after the sensor had been inserted. He had redness, inflammation, and drainage. He was seen by his physician who prescribed omnicef (antibiotic), two capsules a day for ten days. No additional patient or event information is available.